Event description:
Caller reported a cgm error 42 and used a g7 sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and walked the caller through the pump reset, resulting in the successful start of their sensor session.